Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (unknown brand) and compared to his. The complaint was classified based on the customer care advocate (cca). The patient stated that the alleged inaccuracy began on (B)(6) 2017, 7:45pm. The patient detailed that he obtained an alleged blood glucose result of ¿101 and 103mg/dl¿ on the subject meter, compared to about ¿37mg/dl¿ obtained on the other device preformed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs¿ criteria for accuracy. The patient manages his diabetes with insulin pump therapy and denied making any change to his usual diabetes management routine in response to the alleged product issue. The patient reported that 15 minutes after the alleged product issue arose he developed symptoms of ¿incoherent, slurred speech¿. The patient reported that on (B)(6) 2017, 8:15pm he received hcp treatment in the form of IV glucose. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution test to perform a test. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.